Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that whenever they get a red alarm, they get alarms showing at pic ix, but it is not alarming in their war room. The device was in use on a patient. There was no report of patient or user harm.